Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pregnancy with contraceptive device ('urine pregnancy test today positive') and abortion spontaneous ('sab') in a 33-year-old female patient who had essure (ess205) (batch no. 624832) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cyst and genital herpes. Pap results epithelial cell abnormality atypical squamous cells of undetermined significance (asc-us). Concurrent conditions included multigravida, parity 1, vaginal odor, lower abdominal pain, stress, itching, asc-us, chlamydial infection and d & c. Concomitant products included medroxyprogesterone acetate (depo provera) since 2002 for contraception, levonorgestrel (mirena) since (B)(6) 2016 for genital bleeding as well as acetylsalicylic acid;butalbital;caffeine (butalbital, aspirin and caffeine) from from 29-dec-2008 to 27-jun-2009, alprazolam (xanax), diazepam from 10-oct-2008 to 8-apr-2009, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone) from 29-dec-2008 to 27-jun-2009, ibuprofen from 7-jul-2008 to 7-jul-2010, ketorolac tromethamine, medroxyprogesterone acetate (dmpa), metronidazole (metrogel), phentermine from 2-nov-2007 to 9-jun-2008 and rizatriptan benzoate (maxalt mlt) from 29-dec-2008 to 29-dec-2010. In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient experienced cyst ("other injury(ies) or complication(s): cyst"), 11 days after insertion of essure (ess205). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal disorder ("infection (bladder/ urinary tract/vaginal): vaginosis"), migraine ("migraines /headaches"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems:anxiety"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). The patient was treated with surgery (bilateral salpingectomy and d&c (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, vaginal disorder, migraine, depression, anxiety, vaginal discharge and cyst outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, cyst, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepant information of insertion date- (B)(6) 2005 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Total bilateral occlusion (per pfs). Pathology test - on (B)(6) 2011: the specimen is in formalin and consists of four portions of silver-grey wire, some of it coiled, 0.5 to 1 mm in diameter from 5 mm to 5 cm long. Gross diagnosis: foreign material identified as essure device.. Pregnancy test urine - on (B)(6) 2010: positive. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: vaginal discharge and migraine headache quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), embedded device ('these seemed to be embedded in the superficial serosa with some minimal peritoneal'), fallopian tube perforation ('perforation (fallopian tube(s))') and uterine perforation ('perforation (uterus)') in a 35-year-old female patient who had essure (ess205) (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cyst, genital herpes and obesity. Pap results epithelial cell abnormality atypical squamous cells of undetermined significance (asc-us). Concurrent conditions included multigravida, parity 1, vaginal odor, lower abdominal pain, stress, itching, asc-us, chlamydial infection and d & c. Concomitant products included medroxyprogesterone acetate (depo provera) since 2002 for contraception, levonorgestrel (mirena) since (B)(6) 2016 for genital bleeding as well as acetylsalicylic acid;butalbital;caffeine (butalbital, aspirin and caffeine) from (B)(6) 2008 to (B)(6) 2009, alprazolam (xanax), diazepam from (B)(6) 2008 to (B)(6) 2009, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2008 to (B)(6) 2009, ibuprofen from (B)(6) 2008 to (B)(6) 2010, ketorolac tromethamine, medroxyprogesterone acetate (dmpa), metronidazole (metrogel), phentermine from (B)(6) 2007 to (B)(6) 2008 and rizatriptan benzoate (maxalt mlt) from (B)(6) 2008 to (B)(6) 2010. On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced cyst ("other injury(ies) or complication(s): cyst"), 10 days after insertion of essure (ess205). In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal disorder ("infection (bladder/ urinary tract/vaginal): vaginosis"), migraine ("migraines /headaches"), depression ("psychological or psychiatric problems: depression/psych injury"), anxiety ("psychological or psychiatric problems:anxiety"), vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). In 2010, the patient was found to have a pregnancy with contraceptive device ("urine pregnancy test today positive/birth-no complication"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti"), urinary tract disorder ("bladder / urinary") and bladder disorder ("bladder / urinary"). The patient was treated with surgery (essure removed ,tubal ligation and surgical removal of coils). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, vaginal discharge, abdominal pain, urinary tract infection, urinary tract disorder and bladder disorder had resolved and the embedded device, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, vaginal haemorrhage, heavy menstrual bleeding, vaginal disorder, depression, anxiety, cyst and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, cyst, depression, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepant information of insertion date- (B)(6) 2005 and (B)(6) 2008. She received treatment for pelvic/ abdominal, dysmennorhea (cramping), general abnormal bleeding, uti and vaginal discharge. On (B)(6) 2011 patient had done medical procedure necessary of symptom and issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion (per pfs); on (B)(6) 2009: result: total bilateral occlusion.. Pathology test - on (B)(6) 2011: the specimen is in formalin and consists of four portions of silver-grey wire, some of it coiled, 0.5 to 1 mm in diameter from 5 mm to 5 cm long. Gross diagnosis: foreign material identified as essure device.. Pregnancy test urine - on (B)(6) 2010: positive. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: vaginal discharge and migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: reporter was added. Event device embedded was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), embedded device ('these seemed to be embedded in the superficial serosa with some minimal peritoneal'), fallopian tube perforation ('perforation (fallopian tube(s))') and uterine perforation ('perforation (uterus)') in a 35-year-old female patient who had essure (ess205) (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cyst, genital herpes and obesity. Pap results epithelial cell abnormality atypical squamous cells of undetermined significance (asc-us). Concurrent conditions included multigravida, parity 1, vaginal odor, lower abdominal pain, stress, itching, asc-us, chlamydial infection and d & c. Concomitant products included medroxyprogesterone acetate (depo provera) since 2002 for contraception, levonorgestrel (mirena) since (B)(6) 2016 for genital bleeding as well as acetylsalicylic acid;butalbital;caffeine (butalbital, aspirin and caffeine) from (B)(6) 2008 to (B)(6) 2009, alprazolam (xanax), diazepam from (B)(6) 2009, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2008 to (B)(6) 2009, ibuprofen from (B)(6) 2008 to (B)(6) 2010, ketorolac tromethamine, medroxyprogesterone acetate (dmpa), metronidazole (metrogel), phentermine from (B)(6) 2007 to (B)(6) 2008 and rizatriptan benzoate (maxalt mlt) from (B)(6) 2008 to (B)(6) 2010. On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced cyst ("other injury(ies) or complication(s): cyst"), 10 days after insertion of essure (ess205). In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal disorder ("infection (bladder/ urinary tract/vaginal): vaginosis"), migraine ("migraines /headaches"), depression ("psychological or psychiatric problems: depression/psych injury"), anxiety ("psychological or psychiatric problems:anxiety"), vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). In 2010, the patient was found to have a pregnancy with contraceptive device ("urine pregnancy test today positive/birth-no complication"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti"), urinary tract disorder ("bladder / urinary") and bladder disorder ("bladder / urinary"). The patient was treated with surgery (essure removed ,tubal ligation and surgical removal of coils). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, vaginal discharge, abdominal pain, urinary tract infection, urinary tract disorder and bladder disorder had resolved and the embedded device, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, vaginal haemorrhage, heavy menstrual bleeding, vaginal disorder, depression, anxiety, cyst and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, cyst, depression, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepant information of insertion date- (B)(6) 2005 and (B)(6) 2008. She received treatment for pelvic/ abdominal, dysmennorhea (cramping), general abnormal bleeding, uti and vaginal discharge. On (B)(6) 2011 patient had done medical procedure necessary of symptom and issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion (per pfs); on (B)(6) 2009: result: total bilateral occlusion.. Pathology test - on (B)(6) 2011: the specimen is in formalin and consists of four portions of silver-grey wire, some of it coiled, 0.5 to 1 mm in diameter from 5 mm to 5 cm long. Gross diagnosis: foreign material identified as essure device.. Pregnancy test urine - on(B)(6) 2010: positive. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: vaginal discharge and migraine headache lot number: 624832 manufacturing date: 2007-06 expiration date: 2009-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), fallopian tube perforation ('perforation (fallopian tube(s))'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('urine pregnancy test today positive/birth-no complication') in a 35-year-old female patient who had essure (ess205) (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cyst, genital herpes and obesity. Pap results epithelial cell abnormality atypical squamous cells of undetermined significance (asc-us). Concurrent conditions included multigravida, parity 1, vaginal odor, lower abdominal pain, stress, itching, asc-us, chlamydial infection and d & c. Concomitant products included medroxyprogesterone acetate (depo provera) since 2002 for contraception, levonorgestrel (mirena) since (B)(6) 2016 for genital bleeding as well as acetylsalicylic acid;butalbital;caffeine (butalbital, aspirin and caffeine) from (B)(6) 2008 to (B)(6) 2009, alprazolam (xanax), diazepam from (B)(6) 2008 to (B)(6) 2009, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2008 to (B)(6) 2009, ibuprofen from (B)(6) 2008 to (B)(6) 2010, ketorolac tromethamine, medroxyprogesterone acetate (dmpa), metronidazole (metrogel), phentermine from (B)(6) 2007 to (B)(6) 2008 and rizatriptan benzoate (maxalt mlt) from (B)(6) 2008 to (B)(6) 2010. On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced cyst ("other injury(ies) or complication(s): cyst"), 10 days after insertion of essure (ess205). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal disorder ("infection (bladder/ urinary tract/vaginal): vaginosis"), migraine ("migraines /headaches"), depression ("psychological or psychiatric problems: depression/psych injury"), anxiety ("psychological or psychiatric problems:anxiety"), vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery (essure removed ,tubal ligation and surgical removal of coils). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, vaginal discharge, abdominal pain and urinary tract infection had resolved and the fallopian tube perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, vaginal disorder, depression, anxiety, cyst and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, cyst, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepant information of insertion date- (B)(6) 2005 and (B)(6) 2008 she received treatment for pelvic/ abdominal, dysmennorhea (cramping), general abnormal bleeding, uti and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion (per pfs); on (B)(6) 2009: result: total bilateral occlusion.. Pathology test - on (B)(6) 2011: the specimen is in formalin and consists of four portions of silver-grey wire, some of it coiled, 0.5 to 1 mm in diameter from 5 mm to 5 cm long. Gross diagnosis: foreign material identified as essure device.. Pregnancy test urine - on (B)(6) 2010: positive. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: vaginal discharge and migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received: event spontaneous abortion was deleted & outcome of pregnancy was updated from spontaneous abortion to live birth outcome unknown. Lab test was added. Event onset was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and fallopian tube perforation ('perforation (fallopian tube(s))') in a 35-year-old female patient who had essure (ess205) (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cyst, genital herpes and obesity. Pap results epithelial cell abnormality atypical squamous cells of undetermined significance (asc-us). Concurrent conditions included multigravida, parity 1, vaginal odor, lower abdominal pain, stress, itching, asc-us, chlamydial infection and d & c. Concomitant products included medroxyprogesterone acetate (depo provera) since 2002 for contraception, levonorgestrel (mirena) since (B)(6) 2016 for genital bleeding as well as acetylsalicylic acid;butalbital;caffeine (butalbital, aspirin and caffeine) from (B)(6) 2008 to (B)(6) 2009, alprazolam (xanax), diazepam from (B)(6) 2008 to (B)(6) 2009, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2008 to (B)(6) 2009, ibuprofen from (B)(6) 2008 to (B)(6) 2010, ketorolac tromethamine, medroxyprogesterone acetate (dmpa), metronidazole (metrogel), phentermine from (B)(6) 2007 to (B)(6) 2008 and rizatriptan benzoate (maxalt mlt) from (B)(6) 2008 to (B)(6) 2010. On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced cyst ("other injury(ies) or complication(s): cyst"), 10 days after insertion of essure (ess205). In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal disorder ("infection (bladder/ urinary tract/vaginal): vaginosis"), migraine ("migraines /headaches"), depression ("psychological or psychiatric problems: depression/psych injury"), anxiety ("psychological or psychiatric problems:anxiety"), vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). In 2010, the patient was found to have a pregnancy with contraceptive device ("urine pregnancy test today positive/birth-no complication"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti"), uterine perforation ("perforation (uterus)"), urinary tract disorder ("bladder / urinary") and bladder disorder ("bladder / urinary"). The patient was treated with surgery (essure removed ,tubal ligation and surgical removal of coils). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, vaginal discharge, abdominal pain, urinary tract infection, urinary tract disorder and bladder disorder had resolved and the fallopian tube perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, vaginal disorder, depression, anxiety, cyst, vaginal infection and uterine perforation outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, cyst, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepant information of insertion date- (B)(6) 2005 and (B)(6) 2008 she received treatment for pelvic/ abdominal, dysmennorhea (cramping), general abnormal bleeding, uti and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion (per pfs); on (B)(6) 2009: result: total bilateral occlusion.. Pathology test - on (B)(6) 2011: the specimen is in formalin and consists of four portions of silver-grey wire, some of it coiled, 0.5 to 1 mm in diameter from 5 mm to 5 cm long. Gross diagnosis: foreign material identified as essure device.. Pregnancy test urine - on (B)(6) 2010: positive. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: vaginal discharge and migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- perforation (uterus), bladder / urinary. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), genital haemorrhage ('general abnormal bleeding'), pregnancy with contraceptive device ('urine pregnancy test today positive/birth-no complication ') and abortion spontaneous ('sab') in a 35-year-old female patient who had essure (ess205) (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cyst and genital herpes. Pap results epithelial cell abnormality atypical squamous cells of undetermined significance (asc-us). Concurrent conditions included multigravida, parity 1, vaginal odor, lower abdominal pain, stress, itching, asc-us, chlamydial infection and d & c. Concomitant products included medroxyprogesterone acetate (depo provera) since 2002 for contraception, levonorgestrel (mirena) since (B)(6)2016 for genital bleeding as well as acetylsalicylic acid;butalbital;caffeine (butalbital, aspirin and caffeine) from (B)(6)2008 to (B)(6)2009, alprazolam (xanax), diazepam from (B)(6)2008 to (B)(6)2009, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6)2008 to (B)(6)2009, ibuprofen from (B)(6)2008 to (B)(6)2010, ketorolac tromethamine, medroxyprogesterone acetate (dmpa), metronidazole (metrogel), phentermine from (B)(6)2007 to (B)(6)2008 and rizatriptan benzoate (maxalt mlt) from (B)(6)2008 to (B)(6)2010. On (B)(6)2008, the patient had essure (ess205) inserted. On (B)(6)2008, the patient experienced cyst ("other injury(ies) or complication(s): cyst"), 10 days after insertion of essure (ess205). In (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal disorder ("infection (bladder/ urinary tract/vaginal): vaginosis"), migraine ("migraines /headaches"), depression ("psychological or psychiatric problems: depression/psych injury") and anxiety ("psychological or psychiatric problems:anxiety"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2010, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti") and vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). The patient was treated with surgery (d&c (B)(6)2010 and essure removed ,tubal ligation). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, vaginal discharge, abdominal pain and urinary tract infection had resolved and the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, vaginal disorder, depression, anxiety, cyst and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, cyst, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepant information of insertion date- (B)(6)2005 and (B)(6)2008 she received treatment for pelvic/ abdominal, dysmenorrhea (cramping), general abnormal bleeding, uti and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: essure device was successfully occluded. Total bilateral occlusion (per pfs). Pathology test - on (B)(6)2011: the specimen is in formalin and consists of four portions of silver-grey wire, some of it coiled, 0.5 to 1 mm in diameter from 5 mm to 5 cm long. Gross diagnosis: foreign material identified as essure device.. Pregnancy test urine - on (B)(6)2010: positive. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: vaginal discharge and migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Product indication and essure implant date updated. Events- general abnormal bleeding, abdominal pain and bladder/urinary problems: uti were added. Event clubbed: psychological or psychiatric problems: depression/psych injury. Event outcome updated for: physical pain/pelvic pain, dysmenorrhea (cramping), vaginal discharge and migraines /headaches. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pregnancy with contraceptive device ('urine pregnancy test today positive') and abortion spontaneous ('sab') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 624832) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cyst and genital herpes. Pap results epithelial cell abnormality atypical squamous cells of undetermined significance (asc-us). Concurrent conditions included multigravida, parity 1, vaginal odor, lower abdominal pain, stress, itching, asc-us, chlamydial infection and d & c. Concomitant products included medroxyprogesterone acetate (depo provera) since 2002 for contraception, levonorgestrel (mirena) since (B)(6) 2016 for genital bleeding as well as acetylsalicylic acid;butalbital;caffeine (butalbital, aspirin and caffeine) from (B)(6) 2008 to (B)(6) 2009, alprazolam (xanax), diazepam from (B)(6) 2008 to (B)(6) 2009, hydrocodone bitartrate; paracetamol (vicodin), hydrocodone; paracetamol (acetaminophen; hydrocodone) from (B)(6) 2008 to (B)(6) 2009, ibuprofen from (B)(6) 2008 to (B)(6) 2010, ketorolac tromethamine, medroxyprogesterone acetate (dmpa), metronidazole (metrogel), phentermine from (B)(6) 2007 to (B)(6) 2008 and rizatriptan benzoate (maxalt) from (B)(6) 2008 to (B)(6) 2010. In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient experienced cyst ("other injury(ies) or complication(s): cyst"), 11 days after insertion of essure (ess205). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal disorder ("infection (bladder/ urinary tract/vaginal): vaginosis"), migraine ("migraines /headaches"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems:anxiety"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). The patient was treated with surgery (bilateral salpingectomy and d&c (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, vaginal disorder, migraine, depression, anxiety, vaginal discharge and cyst outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, cyst, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepant information of insertion date- (B)(6) 2005 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Total bilateral occlusion (per pfs). Pathology test - on (B)(6) 2011: the specimen is in formalin and consists of four portions of silver-grey wire, some of it coiled, 0.5 to 1 mm in diameter from 5 mm to 5 cm long. Gross diagnosis: foreign material identified as essure device. Pregnancy test urine - on (B)(6) 2010: positive. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: vaginal discharge and migraine headache. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), infection: vaginal, vaginosis, migraines /headaches, pelvic pain, depression anxiety and mental anguish, vaginal discharge, cyst, urine pregnancy test today positive, device ineffective and sab were added. Outcome for pregnancy and event pelvic pain updated. New reporters were added, plaintiff's information updated. Concomitant drugs, conditions were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.